Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a minimum rate dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the rep was currently in the operating room (or) replacing the patient's pump (due to normal elective replacement indicator) on (B)(6) 2017. The hcp had originally wanted to use the existing catheter but found it was not patent so they were going to replace it on (B)(6) 2017 as well. The hcp was not able to position the catheter correctly so they were to bring the patient back on (B)(6) 2017 and implant the catheter as well. The pump was implanted with the pump connector attached (held with 3 hemoclips). The patient was to be brought back tomorrow on (B)(6) 2017 to finish the implant procedure. The pump was to be updated to deliver a daily dose of 700 mcg/day once the full implant was complete. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the end of the catheter was blocked with gliotic type material which was the cause of the catheter not being patent. The issue was resolved. The catheter was working normally.